Event description:
The customer reported that post patient care and cleaning, the autopulse platform (sn: (B)(6)). Displayed user advisory 12 (lifeband not present). The customer stated that the autopulse platform was used during a lengthy resuscitation, with several battery changes on scene and in the hospital, and that resuscitations went well with no autopulse issues. Once the platform was cleaned after the call, and a new lifeband was installed to return the device to service, the ua12 advisory appeared. During on-site troubleshooting, the lifebands were removed and reinstalled several times, but the ua12 persisted. The platform was tested with new batteries and new lifebands, but the ua12 did not clear. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9, h4, and h6 codes were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 12 (lifeband not present) was confirmed in the archive data, but it was not confirmed during functional testing. The autopulse platform functioned as intended. Reviewing archive data revealed several ua12 advisory messages on the reported event date, confirming the customer's complaint. The autopulse platform passed the initial functional test without faults or errors. During the lifeband clip detect switch inspection procedure, the belt switch assembly was investigated as a possible root cause of the reported ua12 advisory; however, it was within specification. The ua12 advisory message was not reproduced during testing. The platform was further tested with the medium zoll torso fixture (mztf) until the battery was fully discharged, and no faults or errors were detected. The root cause of the reported ua12 may be the lifeband not being fully inserted and securely locked during platform power-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Zoll is awaiting customer approval for the service fee.